Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: a review of the pump¿s black box history showed that a cs 054 call service alarm was recorded. During testing, the pump emitted a cs 054 call service alarm. The pump was not able to be exercised for 24 hours due to the call service alarm. The pump software was reloaded to retest the pump. The pump was able to complete a 24 hour duration test. The pump case was removed and no internal defects were found. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the grip pad to the case seal. There was no evidence of moisture or corrosion found in the pump.